Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: a review of the black box showed a power interruption, and no sudden drops in temperature. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected and no defects were found. The battery was not returned with the pump.